Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin - japan h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t9-l2 posterior fixation (open). Fns mas was used at l1/l2 for t12 compression fracture. It was reported that the tip of the device was stuck. After inserting the screw, the delivery guide was placed while leaving the guide wire in place, but difficulties were encountered in installing it, extending the surgery time. This time, it took about 10 minutes from the start to the completion of the installation. There was no leakage from the head after cement injection. After waiting 3 minutes post-cement injection, the device was removed. During removal, the tip of the delivery guide remained in the torx part of the screw and was retrieved with forceps. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received that this is a combination of the cement delivery guide (instrument) and the cement delivery guide tip (consumable) and are used intraoperatively, but when it was tried to remove the combined instrument after filling the cement, it should have come off together, but the cement delivery guide tip remained on the screw head and only the cement delivery guide came out. Therefore, there was no damage.